Event description:
My name is (B) (6). I am the personal rep of the estate of (B) (6), on (B) (6) 2007, my mother had a davinci robot assisted laparoscopic hysterectomy at (B) (6) medical center in (B) (6). It is my understanding that during this event, dr (B) (6) lost visualization and the instrument on the robot cut the right common iliac artery leading to hemorrhage, cardiopulmonary arrest and near exsanguination. The info I have been provided with indicates that this may have been reported to the FDA as an maude adverse event associated with the davinci surgical robot. I have not been able to locate such a report during my online search. Physician: (B) (6) md. Facility: (B) (6) medical center.